Event description:
Terumo radial sheath was having episodes of air in side arm and syringe was not locking onto the stopcock. When wire in sheath, unable to get bleed back or aspiration from side arm of sheath. We have had 2 instances and pulled all product.